Event description:
It was reported that the patient with this pacemaker experienced discomfort and pain at the implant site upon arm movement. A scheduled was performed for a subpectoral relocation. This pacemaker remains in service. No additional adverse patient effects were reported.